Manufacturer narrative:
Per the user guide: the t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not interacted with the pump and a valid auto-off safety alarm occurred. Customer was educated on the alarm and was advised to discuss the auto off alarm setting with a healthcare provider prior to modifying it. Customer¿s blood glucose was 96 mg/dl.